Event description:
Medtronic guardian sensor (3) failed. Inserted a new sensor on the morning of (B)(6) 2021 and was going through the calibration process. The sensor reading at 9:01 pm was 113 and my actual bg was 193. I have now had 6 out of 9 sensors of lot hg50luf (ref (B)(4)) fail. FDA safety report ID # (B)(4).